Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image noise sometimes appears. A root cause could not be identified. Based on the results of the investigation, it is presumed that noise is occurring in the image because the camera cable is faulty and cannot communicate normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image noise. There was no patient involvement.